Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform ((B)(4)). The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap. The root cause of the ua 16 error message is due to this observed issue. After the brake gap was unseized, the platform was further functionally tested and passed specification. Review of the archive data confirmed the occurrence of multiple user advisory (ua) 16 (timeout moving to take-up position) error messages on (B)(6) 2018. Thus, confirming reported event. As part of routine service during testing, the device was further examined and found a damaged top cover. The autopulse platform is a reusable device and was manufactured on 09 sep 2013. It is approaching its expected service life of 5 years. The device has not seen regular preventive maintenance. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Additionally, it was observed that clutch plate was sticky. These observations are not related to the reported event. Upon customer approval, the top cover will be replaced and deburring of the clutch plate will be performed. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform ((B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. User was unable to clear the ua 16 error message. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.